Event description:
The surgeon was using a stryker femoral canal suction, in conjunction with a stryker inter pulse system. Upon removal of the femoral canal suction the tip at the distal end had come off.